Event description:
It was reported that while the medical equipment company representative was assessing inventory for a device implant procedure, it was noted that water/moisture had penetrated inside the sterile packaging. The device was not used and there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis revealed the packaging was damaged.